Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a disposable perforator (ID 261221) disengaged prior to completing the full depth of the drill, requiring surgeon to complete entry for skull-based procedure with other options. The event led to 20-30 minutes surgical delay with no patient consequences. The drill used with the perforator was pneumatic stryker. The perforator clicked in place in the drill, and the recommended spring tests were performed between each burr hole. There was a constant downward pressure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The disposable perforator (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint may be related to the angle positioning, pressure and/or incorrect fit between the hudson driver and the perforator body application during use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.